Manufacturer narrative:
12/05/96 - supplemental report #1 submitted to FDA. Corrected data entered in d9. Device evaluated and codes entered in h3 and h6.

Event description:
During a laparoscopy, the safety shield did not retract when applied to tissue. The surgeon applied anther device. The hsop has reported that no pt injury occurred.